Event description:
The user reported pain in the implant area and that he had to press hard on the implant area to make the pain go away. The pain is noticed mainly after waking up and before putting the processor. He feels the pain just at the moment he is stretching after bedtime. The internal demodulator was fixed in a periosteal pocket at implantation, but now the doctor can move the implant housing with touching it. The user has not experienced a change in hearing with the device in the last few months. Re-implantation is being considered but not scheduled yet. The user suffered from covid-19 and prefers to wait until he fully recovered.

Manufacturer narrative:
According to the information received from the field the recipient experiences pain at the implant site, which is t likely caused by a migration of the implant housing from its intended position. In addition, information on the implant registration card states that one channel was left outside of cochlea during implantation surgery. Three additional channels have been disabled due to hi status and insufficient benefit. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported pain in the implant area and that he had to press hard on the implant area to make the pain go away. The pain is noticed mainly at bedtime. The internal demodulator was fixed in a periosteal pocket at implantation, but now the doctor can move the implant housing with touching it. The user's has not experienced a change in hearing with the device in the last few months.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition the recipient experienced pain at the implant site, which was probably caused by the reported possibility to move of the implant housing from its intended position. Furthermore, the implant registration card states that one channel was left outside of cochlea during implantation surgery. This is a final report.

Event description:
The user reported pain in the implant area and that he had to press hard on the implant area to make the pain go away. The pain is noticed mainly after waking up and before putting the processor. He feels the pain just at the moment he is stretching after bedtime. The user was re-implanted.